Event description:
It was reported by the affiliate that the (1) tsw 35 was used during an appendectomy procedure. It was reported that the instrument did not fire. The case was completed with another device and there was no consequence to the patient.